Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her monitor. The patient's download revealed a service code 102 - charge profile fault, as well as a battery ir test failure flag. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102 / ir test failure) was confirmed. As received, the monitor displayed code 102 and failed incoming pulse testing delivering pulses ranging from only 39.3j to 40.9j. Upon review of the patient's flags, there was an occurrence of cod 107 - multiple abnormal shutdowns. The cause for the code 102, pulse test failure, and battery ir test failure is detached solder pads at high-voltage capacitors c19 and c22 on the defibrillator board. The root cause for the detached solder pads on c19 and c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. The cause of the code 107 is an intermittent connection at bga component u500 (dsp) on the ca board. The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the detached solder pads of the intermittent u500. The patient received a replacement monitor.